Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell of the returned mask was deformed and only a small amount of air was detected in the air cushion. The air cushion was filled with gas and then immersed into water and the air cushion was pressed hand. No bubbles or leakages were found. This product was manufactured in 2009 and it was out of the expiration date in 2012. It was determined that the air leaked naturally during the long time in storage.

Event description:
The customer alleges that the medical staff wanted to use a resuscitation bag for a patient. When opening the code cart for the resuscitation bag and mask, it was discovered that the mask was totally deflated. The device was replaced. No patient injury or harm.

Manufacturer narrative:
(B)(4). It is unk if the device sample is available for eval.

Event description:
A customer alleges that the medical staff wanted to use a resuscitation bag for a pt. When opening the code cart for the resuscitation bag and mask, it was discovered that the mask was totally deflated. The device was replaced. No pt injury or harm.